Event description:
Peeling haptic during use. Patient impact: no impact. Only prolonged surgery time while back-up lens implanted with no harm to patient. It occurred in china, there was no impact to patient, but it was reported as ae to local authority by hospital.

Manufacturer narrative:
This follow-up #1 emdr is being submitted to FDA for outside us like products reporting. The product was not returned. Therefore, the product complaint investigation consisted of a review of manufacturing and production records. The results of the investigation are noted below. The product has not been returned as of 27 march 2020. No abnormalities were found in production and inspection records of the product. (Serial no.: (B)(6); model: 251) exact root cause is not determined. From our investigation, we assume this issue is not product related. A review of the most recent trending report indicates that no significant trends have been identified for the product and failure codes. No CAPA is required as part of the product investigation.

Manufacturer narrative:
This initial emdr is being submitted to FDA for outside us like products reporting. Manufacturer's codes for: method, results, and conclusion are pending device return and completion of product investigation. Once the product investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for method, results, and conclusion.

Event description:
Peeling haptic during use. Patient impact: no impact. Only prolonged surgery time while back-up lens implanted with no harm to patient. It occurred in (B)(6), there was no impact to patient, but it was reported as ae to local authority by hospital.